Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure on the 2nd firing one of the clips was not formed properly. The legs were not spaced close enough together and the surgeon pulled it off of the vessel. The procedure was completed using the same device and all other clips formed properly. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # n92j75. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be no damage. In addition, 1 clip malformed returned inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed 11 conforming clip; finally, the device locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post were noted to be broken. However, it is known from the history of the device that this condition may lead to ejected clip. No conclusion could be reached as to what may have caused the damage found. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.